Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Needle came out during the procedure.

Event description:
Needle came out during the procedure.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. One opened device was returned for evaluation. Visual inspection found that the body of the device was split proximally, with the spring released, and the complaint was confirmed. Argon medical devices has received other complaints that the supercore semi-automatic biopsy instrument is coming apart during or prior to use. Argon has conducted an internal investigation and tracked the affected parts to a narrow time frame resulting from a specific manufacturing event. The plastic housing and plunger can be separated more easily than normal for the lots manufactured during this time frame. CAPA 2021-061 has been opened to document our investigation into the cause of this problem and the corrective action that are being taken to ensure that this never happens again. To ensure continued customer satisfaction, argon medical devices has decided to issue a voluntary recall of the affected lots because of the high rate of reports of unintentional disassembly of these devices.